Event description:
It was reported that the patient presented to clinic after receiving vibratory notification of non- sustained lead noise. Incorrect diagnosis of non-sustained lead noise episode due to mismatch in the near-field and the far-field channel was observed duri...

Event description:
It was reported that the patient presented to clinic after receiving vibratory notification of non- sustained lead noise. Incorrect diagnosis of non-sustained lead noise episode due to mismatch in the near-field and the far-field channel was observed during a non-sustained vt. Programming changes were ineffective so the notifier was switched off. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.